Event description:
It was reported that the right atrial lead triggered a lead warning for high impedance paces and noise was noted on stored episodes. The device was reprogrammed and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: vedr01 implantable pulse generator, 2009-(B)(6). (B)(4).